Manufacturer narrative:
Batch review performed on 27 february 2019: lot 134125: (B)(4) items manufactured and released on 06-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 1 year and 3 months from the primary due to instability. The patient was stable during extension medially and laterally but was subluxing with anterior flexion. The 10mm liner has been revised with a 14mm liner and the surgery was completed successfully.